Manufacturer narrative:
An r3 liner (71335856, 08jw18759 sn (B)(4)), bhr modular head (details not visually confirmed - 74222144, 08lw20116) and modular sleeve (details not visually confirmed - 74222300, batch unknown) were received for investigation following hip revision surgery for pain. No DHR review was carried out for the sleeve due to lack of batch information, also no details were provided for the femoral stem to facilitate review. The production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Visual inspection was carried out on the returned devices. Fine scratches were observed on the bearing surface of the modular head. Fine scratches were noted on the bearing surface of the r3 liner, minimal evidence of surface texture change or discolouration on the taper of the r3 liner. Surface texture changes and discolouration were also observed on the internal sleeve taper. Wear analysis was performed to review linear wear on the bearing surface of the modular head and r3 liner. The wear images identified two wear patches on the bearing surface for the head, and an edge loaded wear patch on the r3 liner. Maximum linear wear for the modular head was 20.5m. The maximum linear wear for on the r3 liner maximum linear wear was 24.2m. Measurement of the vertical straightness profile of the internal sleeve taper showed material loss to a maximum depth of 91.96m. The combined linear wear on the bearing surfaces was 44.7m. Time in vivo is needed to compare the linear wear for this device with the historical wear data for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that edge loading has occurred. Material loss was measured on the internal taper of the sleeve. No medical documents were received for investigation. Therefore no medical assessment can be performed. Based on this investigation the root cause of the reported revision could not be determined conclusively. However, the position of the wear indicates that edge loading has occurred, which could explain the wear observed. If additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation. The devices will be retained at aurora and can be requested for return if required.

Manufacturer narrative:
It has been determined that this case is a duplicate of MDR 3005975929-2018-00242, for which an updated follow up report will be issued shortly. Please therefore disregard this report.

Event description:
It was reported that revision surgery was performed due to pain.